Manufacturer narrative:
(B)(4). The insulin pump was received with operating currents within spec. The insulin pump passed self test, unexpected error test, rewind, basic occlusion test and displacement test. Pump passed the dat test at 0.0878 inches. The no delivery alarm functioned properly during basic occlusion test. However, unable to prime during prime test due to faulty force sensor system. Unable to perform excessive no delivery test and occlusion test or verify occlusion alarm due to prime anomaly. The pump was received with corroded battery tube, cracked case at display window corners and minor scratches on lcd window.

Event description:
The customer reported via phone call that their insulin pump has been absence no delivery alarm. The customer's blood glucose was unknown at the time of incident. Customer stated the pump has been absence of no delivery alarms the past 3 months. The customer stated her blood glucose levels have been high due to the absence of the alarms. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.